Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-06312 / 06315).

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient underwent revision procedures on (B)(6) 2003 and (B)(6) 2003 due to dislocation. The modular head and liner were removed and replaced during both revision procedures. Patient underwent a further revision procedure on (B)(6) 2014 due to dislocation. The modular head and liner were removed and replaced.